Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that this left ventricular (lv) lead was not successfully placed on a viable branch during implant procedure due to some staining that was coming from a small dissection in the coronary sinus (cs). The physician then removed the lead and the epicardial lead placement was scheduled on the following day. The staining then disappeared by the end of the surgical procedure and there was nothing remarkable observed on the diagnostic ultrasound after pocket closure was completed. This lv lead was never in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.